Manufacturer narrative:
The sample evaluation finds for frayed and torn mesh edges, which is not indicative of the as manufactured condition. This event was not reported as an out of box condition and there was evidence that the mesh had been folded in preparation for insertion through the trocar. Based on the event as reported and the sample evaluation this complaint is confirmed to have occurred during user/device interface when folding the sample and attempted insertion through the trocar and not a manufacturing discrepancy. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The warning section of the instructions-for-use states, "use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force."

Event description:
It was reported that on (B)(6) 2018 a bard 3dmax light mesh was being used during a procedure and when inserted through the trocar, the mesh tore. As reported the hcp suspected a material defect. The procedure was completed with a new mesh. The hcp is a new user to this device, and has performed about 5-6 procedures with this mesh.